Event description:
It was reported while using bd alaris pump module smartsite infusion set the flow was not properly regulated. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that 2420-0500 was malfunction multiple times. It has caused free flow issues in anesthesia.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 23023156. D4: medical device expiration date: 23-feb-2026. H4: device manufacture date: 24-feb-2023. D10: device available for eval yes. D10: returned to manufacturer on: 07-aug-2023. H6: investigation summary one sample (model #2420-0500, lot #23023156) was returned by the customer. It was reported by the customer that 2420-0500 was malfunction multiple times; it has caused free flow issues in anesthesia. The sample was examined for defects and abnormalities. No defects or abnormalities were observed. The set was loaded into the pump module, and the pumping segment was marked with red marker to label the front of the pumping segment. The set was then loaded into the pump module, again, with the upper fitment of the pumping segment twisted 90 degrees, and with the bottom occluded extended. No fluid flow was noted after one minute. This procedure was repeated twice more, and achieved the same result. An infusion was completed using the bd alaris pump and pump module at 125 ml/hr with a vtbi of 125 ml. Fluid was flowed into an empty beaker. After 1 hour there was about 125 m/l of saline in the beaker. Fluid was flowing normally. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model 2420-0500 lot number 23023156 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the flow was not properly regulated. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that 2420-0500 was malfunction multiple times. It has caused free flow issues in anesthesia.